Event description:
It was reported that infusion did not fully complete during use of two (2) large volume folfusors; there was approximately 15-20% residual fluid remaining. This was observed during patient use via a peripherally inserted central catheter (PICC) line. The devices were filled with 8g flucloxacillin in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred (B)(6) 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-03243. All information can be found under manufacturer report number 1416980-2025-03243. Should additional relevant information become available, a supplemental report will be submitted.